Event description:
It was reported that an ilet pump failed to power on after a small amount of water entered the pump chamber, with a solid charge indicator, intermittent brief screen flashes, and a nonresponsive wake button; troubleshooting was completed and a replacement was arranged. Symptoms included no insulin delivery capability and unreliable meal announcements, with no reported changes in blood glucose and no alerts or alarms. Outcomes included the user being advised to initiate backup therapy, continue cgm use separately, and expect that data would not transfer to the replacement device. Investigation included technical support assessment and user-guided troubleshooting. Investigation of this case revealed a power-on failure consistent with a sleep/wake button malfunction and potential liquid ingress affecting internal electronics. It was concluded, based on previously established findings for similar reports, that the cause was likely device component failure associated with liquid exposure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.